Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / chronic pain') in an adult female patient who had essure (batch no. 754207) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal, genital herpes, galactorrhea and breast mass. Concurrent conditions included dysfunctional uterine bleeding and uterine leiomyoma. Concomitant products included ibuprofen since (B)(6) 2010, nsaids since (B)(6) 2010 and paracetamol (acetaminophen) since (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and anxiety ("psychological or psychiatric problems: anxiety/ mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain") and post procedural complication ("post procedural complication"). The patient was treated with ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin 24 fe), ethinylestradiol;levonorgestrel (levora), ethinylestradiol;norethisterone (necon), ethinylestradiol;norgestimate (ortho tri-cyclen), ethinylestradiol;norgestimate (sprintec), lorazepam (ativan) and surgery (hysterectomy (full) uterus and cervix were removed.). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea and menorrhagia had resolved and the depression, vaginal haemorrhage, anxiety and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for events pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded result: (per pfs): total bilateral occlusion. Result: (per mr): successful bilateral tubal occlusion. Concerning the injuries reported in this case, the following ones was confirmed in patient medical records: migraine, dysmenorrhea, anxiety, pelvic pain. Lot number:754207, manufacture date: 2010-06, expiration date: 2013-06 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet received. Added events post procedural complication. Outcome of events dysmenorrhea was updated as recovered. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / chronic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. 754207) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal, genital herpes, galactorrhea and breast mass. Concurrent conditions included dysfunctional uterine bleeding and uterine leiomyoma. Concomitant products included ibuprofen since (B)(6) 2010, nsaids since (B)(6) 2010 and paracetamol (acetaminophen) since (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and anxiety ("psychological or psychiatric problems: anxiety/ mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin 24 fe), ethinylestradiol;levonorgestrel (levora), ethinylestradiol;norethisterone (necon), ethinylestradiol;norgestimate (ortho tri-cyclen), ethinylestradiol;norgestimate (sprintec), lorazepam (ativan) and surgery (hysterectomy (full)). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and menorrhagia had resolved and the dysmenorrhoea, depression, vaginal haemorrhage and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded result: (per pfs): total bilateral occlusion. Result: (per mr): successful bilateral tubal occlusion. Concerning the injuries reported in this case, the following ones was confirmed in patient medical records: migraine, dysmenorrhea, anxiety, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2019: pfs and mr was received. Lot number was added. New events abnormal bleeding (vaginal), anxiety were added. Previously added psychological injury updated with depression. New reporters were added. Patient demographic was added. Concomitant and treatment drugs were added. Concomitant and historical conditions were added. Lab data updated. Event onset dates were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / chronic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. 754207) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal, genital herpes, galactorrhea and breast mass. Concurrent conditions included dysfunctional uterine bleeding and uterine leiomyoma. Concomitant products included ibuprofen since (B)(6) 2010, nsaids since (B)(6) 2010 and paracetamol (acetaminophen) since (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and anxiety ("psychological or psychiatric problems: anxiety/ mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin 24 fe), ethinylestradiol;levonorgestrel (levora), ethinylestradiol;norethisterone (necon), ethinylestradiol;norgestimate (ortho tri-cyclen), ethinylestradiol;norgestimate (sprintec), lorazepam (ativan) and surgery (hysterectomy (full)). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and menorrhagia had resolved and the dysmenorrhoea, depression, vaginal haemorrhage and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded result: (per pfs): total bilateral occlusion. Result: (per mr): successful bilateral tubal occlusion. Concerning the injuries reported in this case, the following ones was confirmed in patient medical records: migraine, dysmenorrhea, anxiety, pelvic pain. Lot number:754207 manufacture date: 2010-06 expiration date: 2013-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / chronic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and menorrhagia had resolved and the dysmenorrhoea and psychological trauma outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and psychological trauma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. Lab data added. Events: abdominal, chronic, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding),general abnormal bleeding, psych injury were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.